Manufacturer narrative:
The failed device was not received for evaluation, and no pictures or videos of the failure were provided. Per the event description, it is concluded that the tubing was malfunctioning. The customer concluded that the tubing was defective, not the pump, after the troubleshooting involving a new tubing. The most likely cause(s) of the reported failure could be a supplier manufacturing issue. However, the complaint allegation cannot be confirmed because the device was not received for testing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales rep via email that an ar-6410, main pump tubing, caused the pump to start pumping fluid continuously into the shoulder without stopping. This was detected during a shoulder arthroscopy case on (B)(6) 2023. The power was turned off to stop the fluid from pumping continuously. A different pump was used to complete the case successfully with no patient harm. With further troubleshooting involving a new tubing, it was determined that the initial fault was most likely due to the tubing issue.